Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon. The catheter was replaced.

Event description:
It was reported that it was difficult to inflate the balloon. The catheter was replaced.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the visual inspection, the exterior of the sample was inspected and found evidence of a failure that would support the reported event. A dent was observed on the catheter shaft which made it difficult to inflate. The dent was not permanent and could have been released . How and when the event occurred could not be determined. The dimensional evaluations were as follow: dimensional evaluation: eye snip length : 3/32" eye snip width : 2/32" eye snip distance from distal cuff : 11/32" eye snip distance from proximal cuff : 9/32" rubberize thickness : 11 thou reinforcement : 150 thou inflation funnel thickness: 53 thou balloon thickness (average):24 thou inflation lumen coverage: 12 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon.".